Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that they found a loose connection between a supply bag and the supply line. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A loose connection between a supply line and a supply bag was reported and is a known cause of this alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.